Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the helix of the pacing lead deformed after multiple attempts to change the position in the atrium. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.